Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. In the absence of device returned for analysis, a conclusive cause for the reported difficulty could not be determined. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue.

Event description:
It was reported this was a venotomy closure of a calcified femoral vein using the pre-close technique via a 8.5f sheath hole prior to an interventional electrophysiology procedure. Reportedly, the proglide device could not be inserted into the femoral vein. The suture of one new proglide device was successfully pre-placed. The sheath was maintained to 8.5f and the procedure was completed. Hemostasis was achieved with the pre-placed proglide suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.